Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to radiofrequency overuse. Battery longevity estimated from 9.5 years to 6 years to 3.5 years. The battery usage was 177 percentage. As of this time, this ICD remains in service. No adverse patient effects were reported.